Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - pt went through a brain MRI scan. All measurements after the scan were normal. The next day hm alert showed impedance out of range-below 200 ohm. F/u at the clinic showed the same impedance non capture in rv lead but normal amplitude. The pt went through MRI scans 6 times before. Twice with this device and lead and 4 time with the same lead and his old device.

Manufacturer narrative:
The ICD was analyzed and the anti-tachycardia therapy functions proved to be fully functional. However, the anti-bradycardia therapy functions as well as the rv pacing impedance measurement functions were found compromised, confirming the clinical observation. During the analysis of the electronic module the electronic system of the ICD was reinitialized, after which the ICD proved to be fully functional. Particularly, the antibradycardia pulses as well as the impedance measurement functions proved to be normal. The analysis did neither for the ICD nor the lead reveal any sign of a material or manufacturing problem.